Event description:
The user facility reports event, in which clotting was observed in the arterial and venous chambers. The patient's blood was not returned resulting in ebl = 250cc. Other similar events are also reported, however, no treatment details are available. Medisystems clinical specialist provided onsite inservice to the staff. Clotting may be due to staff not following instruction for use regarding proper chamber levels. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Na